Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a hemostasis procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the tip of the probe broke off. The tip did not fall off inside of the patient, and was removed through the scope. Another scope was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "okay."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.